Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was extensively stretched and kinked and extended from the hub of the microcatheter. The main coil was noted to be broken at the main coil junction. The delivery wire was kinked likely due to handling. Dried blood was noted within the introducer sheath. During function testing the microcatheter was flushed and blood exited. The main coil was removed from the microcatheter and a 0.0158¿ patency mandrel was attempted to be advanced through the microcatheter, however, it was unable to advance beyond half way due to dried blood within, which was noted to exit the distal tip. An attempt was made to flush the introducer sheath and advance the delivery wire, however the dried blood was unable to be removed and the delivery wire would not advance. Information available indicated that there were no anomalies noted to the device prior to use. The device was returned extending from the hub of a non-stryker microcatheter, the microcatheter was examined and found to be compatible. The returned microcatheter was full of blood and dried blood which is an indication of insufficient flush, however this cannot be definatively determined. Also blood was noted within the introducer sheath. It is probable that the presence of blood within the introducer sheath and the microcatheter caused the as reported friction and difficulty inserting and the damage noted to the returned device. Therefore an assignable cause of operational context has been assigned to the analyzed damages.

Event description:
Analysis of the returned device revealed that the main coil was broken. There were no clinical consequences reported to the patient due to the event.